Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported decreased pain relief on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 30-jul-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 10 mg/ml for a total dose of 1.948 mg/day via an implantable pump for non-malignant pain, head/neck (non-malignant), and degenerative disc disease. It was reported the patient reported decreased efficacy and increased pain. A lead/catheter revision was ordered on (B)(6) 2018. The catheter was repositioned on (B)(6) 2018. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was decreased efficacy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.